Event description:
The customer reports having had a cardiac catheterization approximately 4 years ago in which the physician closed the arteriotomy with a perclose device. It was reported that "the entry site never healed properly". The patient had a lump at the site that was monitored by the cardiologist for 4 years. Approximately 1-2 months ago the site was reported to begin "oozing" a vascular surgeon performed a cut down procedure to the artery and removed the perclose suture. The suture was cultured and found positive for staphylococcus. The patient did have two additional catheterizations after this original incident where perclose devices were used and closed the arteriotomies successfully.